Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim ventricular catheter (ID 823041) was implanted via v-p shunt on (B)(6) 2022 with unknown setting. Postoperatively, it was found that the tip of the ventricular catheter had been inserted near the lateral wall of the ventricle. Due to possibility of ventricle obstruction the ventricular catheter was removed and replaced on (B)(6) 2022. The valve was still implanted in the patient and was working well.

Manufacturer narrative:
The ventricular catheter (ID 823041) was returned for evaluation: unique device identification (UDI): (B)(4). Failure analysis - the catheter was visually inspected; 150mm of catheter was returned no defects noted. The catheter was irrigated, no occlusion noted. No root cause could be determined as the technician could not confirm any problems with the catheter at the time of investigation. The root cause for the issue reported by the customer is due to human error, ¿postoperatively, it was found that the tip of the ventricular catheter had been inserted near the lateral wall of the ventricle. Since there was a possibility that the ventricle would be obstructed in the future the catheter was removed."

Event description:
N/a.